Event description:
The manufacturer received information alleging a "ventilator service required" alarm sounded when the trilogy evo, o2, japan device was in patient use. There was no patient harm or injury reported with this notification. During the evaluation of the device at the manufacturer's service center, "service required" error codes evt_obm_valve_failure and evt_o2_flow_drift_high were discovered in the ventilator's downloaded event log. The device's system board was replaced to address the issue. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00). The device's system board was returned to the manufacturer's product investigation laboratory (pil) for further evaluation. Pil installed the system board on the pil trilogy evo stb and ran therapy for approximately 1 hour without issue. The error codes evt_obm_valve_failure and evt_o2_flow_drift_high did not recur. Pil concluded that the system board operates as designed.